Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that 9.0mm ti dc uss scr 50mm th l f/6.0mm rd broke intraoperatively during a t10-pelvis revision procedure. While changing the left iliac screw, the swizzle stick broke on the screw head, stripping the first couple of threads of the screw. The affected side required replacement two times as the issue recurred. The product was discarded and is not available for return. There was no reported patient or user harm, but the surgery was prolonged by 40 minutes as the patient remained under anesthesia longer during attempts to remove the broken screw. The event resulted in a corrective invasive procedure where the device was replaced/revised.